Manufacturer narrative:
The pump was returned to animas and evaluated. The pump's download history verified a short battery life starting on (B)(6) 2011. The battery was only lasting approximately (B)(6). The pump booted with audible sound and the verify screen was present. The back of the pump case appeared to be slightly warm to touch but was not hot. Pump electrical current draws were tested and found to be above spec. No current draw >1amp was observed on home screen or during motor movement. The pump cover was removed to investigate. Pcb component u24 was found to be defective. Component u24 was removed from the pcb and all electrical current draws returned to normal condition.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The distributor reported that the pump was very warm and consumed an abnormal amount of battery power.